Event description:
It was reported that during a l4-l5 posterior lumbar interbody fusion (plif) the inserter could not hold the cage. Therefore, the cage detached from the inserter during impaction. The cage was replaced with a new one, and the new cage did not have any problems.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the cage's inserter hole seemed to be larger than normal. Tried to insert the cage because the inserter seemed to be able to hold the cage, but the cage detached from the inserter during impaction. The cage was replaced with a new one, and the new cage did not have any problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.